Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the correction of the initial emdr. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5, h6 -medical device problem code- add a090206 . The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had b30(scope communication error), no image only noise in the monitor.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had a b30 scope communication error. The issue was found during inspection for use. There were no reports of patient harm.